Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been received for evaluation.

Event description:
It was reported the handpiece overheated prior to use during set-up. The handpiece was not used; a back-up device was used for the procedure. There was no user or patient impact or injury.

Manufacturer narrative:
(B)(4) 2015. The device was received and evaluated by a service technician. Pre-repair temperature testing found at one minute: 78.1°f nose; 130.8°f middle; 136.9°f rear. Nose cone, bearings, and internal parts were replaced due to corrosion. The device was repaired, tested to manufacturers product specifications and returned to the customer. Based on the date of manufacture and the product analysis findings the most likely root cause is related to wear and degradation. (B)(4)